Event description:
While attempting to treat a patient the device would power up with no display. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.